Manufacturer narrative:
Device evaluation: the pump was returned assembled with the driveline severed approximately 1 inch from the pump housing. The severed portion of the driveline was returned in two sections. The sealed inflow conduit, the sealed outflow graft, bend relief, and bend relief collar were not returned. The inlet stator bearing cup and rotor bearing ball revealed a dark red, tissue-like deposition. The thrombus had areas that were denatured and had a ring-like structure with laminate layering, which are indications that it likely developed over an undetermined period of time around the bearings while the pump was in operation. The deposition was of moderate size and would have impeded flow. However, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. The lumen of the blood tube revealed a hard, dark red deposition. The deposition was denatured, indicating that it was present while the pump was supporting the patient. However, the depositions did not appear to have developed at this location, and appeared to have been ingested into the pump. The deposition was of moderate size and would have impeded flow. However, the origin of the deposition and the duration of its presence in the pump could not be conclusively determined. The outlet stator revealed a pink, soft deposition. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. The origin of the deposition and the duration of its presence in the pump could not be conclusively determined. Although a specific cause for the depositions and a time frame for which they were present in the pump could not be determined, they would have potentially contributed to the report of elevated ldh. Additionally, the depositions would have created additional resistance on the spinning rotor, potentially contributing to the power elevations identified on the retrieved system controller log file. No other depositions were identified. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient expired on (B)(6)2016, post-exchange from surgical complications. Information received from the customer indicated that the patient''s lvad implanted on (B)(6) 2016 (vad-60880) was operating as expected.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 6 months. The device is expected to be returned for evaluation. It has not yet been received. The patient remains with ongoing support from the newly exchanged pump. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted due to anemia and hemolysis. At admission the patient's lactate dehydrogenase (ldh) was elevated at 1900 u/l. The patient was placed on heparin infusion for approximately 10 days; however, the patient's ldh continued to rise. An echocardiogram (echo) was performed and found that the patient was receiving adequate support by the lvad. On (B)(6) 2016, the patient underwent a heartmate ii pump exchange.